Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had a chronic performance issue. The technical support specialist (tss) checked the servers and confirmed they were operating individually at an average cpu and ram utilization ranging from 40% to 80%. Following a review of the deployment model, it was confirmed that the bd servers at the site were operating on bd virtual machines hosted within the hospital's vmware environment and managed exclusively by the grh hospital it team. Only the grh it team had access and authority to expand vm resources. The tss advised the customer that ram expansion could be validated once the servers were back online. It was also noted that there was an ongoing project to upgrade the pyxis servers to a modern operating system with updated specifications that met current requirements, and that the identified issues would be addressed as part of this upgrade. This was closed. The issues were expected to be addressed as part of an upcoming project to replace the existing servers.

Event description:
It was reported that when using the bd pyxis¿ es server had performance issues and needed an upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had performance issues and needed an upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.